Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1947 (previously submitted as ni); correction made to d5: operator of device: health professional (previously submitted as other). H4: the lot was manufactured from august 24, 2020 - august 25, 2020. H10: the device was received, for evaluation containing approximately 176ml of fluid in the bladder. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed. A functional flow rate test was performed. And the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) did not infuse during a patient infusion; further described as "did not infuse at all" (no flow). The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.